Manufacturer narrative:
An intuitive field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the fse confirmed the issue and found system errors and clean fiber connections message. The system logs were reviewed and found that the customer had been experiencing issues with another fiber cable connecting the patient side cart (psc). The blue fiber cable from the vision side cart (vsc) to patient side cart (psc) has been replaced, since customer had no backup blue fiber cables (bfc). It was also noted that the site has experienced the same errors with the surgeon site control (ssc) port and the video processor (vp) port. All ports and cables were cleaned. Bfc connections require cleaning message did not return. The system was tested and verified as ready for use. .

Event description:
It was reported that during a da vinci assisted surgical procedure, the customer faced multiple errors on system. The system has been power cycled multiple times and resulted in no changes. Technical support engineer (tse) viewed logs and observed multiple blue fiber cable related errors and advised customer to check blue fiber cable connections at vision side cart (vsc) and patient side cart (vsc). With no resolution, the customer elected to convert to open surgery.